Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2021, product type: lead, product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2021, product type: lead, product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2021, product type: lead, product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Hcp notified after reviewing x ray patient has had lead migration. Patient still getting good results. No further information was provided.

Event description:
Additional information was received from the manufacturer representative (rep). An MRI was not able to determine status. Patient is going for a revision/ evaluation surgery on friday, 2-12.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2021 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient reported a fall had occurred at her home. Factors that may have continued to this event include she has one leg which limits her mobility. Ins was implanted to address longstanding nerve pain associated with previous surgeries. The stimulator was turned off. The patient was trying to schedule an appointment with her hcp. It is unknown if the issue resolved. Additional information was received from the rep. It was reported that pt fall might have affected the therapy as she felt a slight burning sensation after her fall in her back 45 mins after her fall. The physician has scheduled her for an MRI to gain more information. The fall was not related to the device. Her pants leg was wrapped around her prosthetic causing her to trip. The only symptom was the burning sensation around the two incisions that started about 45mins after the fall. Those sensations are not gone when she turned off the stimulator for about 6 hours. After that time, pt turned stimulator back on and it is working for her. The device was turned off for 6 hours and now the sensations are gone. Patient will still undergo an MRI to assess the leads and ipg areas for any damages. The issues have resolved about 80%. There is still some question as to the angle of the ipg as it appeared to have potentially moved in the pocket from the fall. These concerns will be repudiated or confirmed at the time of her MRI study.